Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported ceasing aligner treatment due to potential tooth loss after being in treatment for over 2 years with no progress. The dentist has provided a written statement to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.